Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient saw the ¿doctor with the eri (elective replacement indicator)¿ screen on their programmer about a week ago ((B)(6) 2018). It was also reported that the patient was not feeling stimulation about a week ago. On the call it was reviewed how to bypass the eri message and the patient was redirected to the healthcare provider (hcp) to discuss the eri further. It was indicated that there was no allegation/dissatisfaction with the ins longevity. It was also reported that the patient saw the por (power on reset) warning screen on the patient programmer about three days ago ((B)(6) 2018). They stated that they could not get the programmer to work. They stated they were not feeling stimulation. They stated that they turned their ins off because their back was not hurting so bad, but when they went to turn the ins back on it would not do anything. They stated that this was when they saw the por screen. It was reviewed since the por was a warning por, the por could not be cleared on the call and they were redirected to follow up with their healthcare provider (hcp) to have their device interrogated. No further complications were reported/anticipated.